Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported e216 and e226 scope communication error during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the occurrence of the scope communication errors, which were likely attributed to an electrical component failure. Additionally, a burned plastic distal-end cover was observed, which was likely attributed to a component failure. Olympus will continue to monitor field performance for this device. Updated fields: d9, h2, h3, h6, h11

Event description:
No additional information received from the customer.